Event description:
It was reported that 3 of the red rubber latex intermittent catheters that appeared to be dry rotted or used as they had white lines on them. Two of them were 10fr with lots (lot#nghx2731 and lot#ngjt2540) and one of them was a 16fr with lot (lot#ngeu3771). Customer had several other sizes of these, so this seemed to be isolated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 3 of the red rubber latex intermittent catheters that appeared to be dry rotted or used as they had white lines on them. Two of them were 10fr with lots (lot#nghx2731 and lot # ngjt2540) and one of them was a 16fr with lot (lot # ngeu3771). Customer had several other sizes of these, so this seemed to be isolated.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned photo sample noted one opened (with original packaging), intermittent latex catheter. Visual inspection of the one photo sample noted that the red rubber latex intermittent catheter appeared to have degradation on the catheter and the catheter shaft. This does not meet specification which states, "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, et"c no actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: caution: this product contains natural rubber latex which may cause allergic reactions. Single use. Do not resterilize. Sterile unless package is opened or damaged. Do not use if package is open or damaged. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.